Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and contrast buttons required increased force to elicit a response. There was evidence of contamination found under all key contacts and the up arrow contact was inverted. Unrelated to the complaint, evaluation revealed that the display screen dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up button on their device's keypad was unresponsive. The reporter noted that there was a hole in the audio bolus button but no other observable damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.